Manufacturer narrative:
According to the information provided by the technician, the device failed pressure transducer test during pre-use check. The pressure transducer board was checked and was pointed out as defective. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Per customer's decision the device will not be repaired. The device's logs and defective part were not available for further evaluation. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).